Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #1219856-2011-00234 for the first event involving the same patient. It was reported that the second event occurred in the ctu (cardiac thoracic unit). Twenty four hours after the md inserted the sheathed intra-aortic balloon (iab) 40 cc via femoral artery without difficulty, blood was observed in the driveline. As a result, the iab was removed and replaced with a sheathed iab 30 cc with success. The hospital did not have any other iab 40 cc available. There was a delay in therapy with no harm to the patient noted. There is no report of patient death, complications or injury. The patient's outcome is good with no complications. Additional information received on (B)(4) 2011 from the sales representative stated that they used the sheaths in the kit #2 and #3.